Event description:
N/a.

Manufacturer narrative:
Corrected fields are h6 medical device problem and component code. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. (B)(6) reported that she had already performed troubleshooting prior to the call, confirmed there was no blood present in the helium tubing, verified all connections were secure, and stated that therapy had resumed without issue. Esp personnel reviewed probable causes of leak in circuit alarms and discussed recommended troubleshooting steps should the alarm recur. Jamie also noted that on rare occasions the console switched from ECG to pressure triggering. Esp personnel reviewed potential rhythm or conduction related causes and provided guidance on improving ECG signal acquisition, including repositioning ECG electrodes closer to the core and using a small amount of conductive gel to enhance signal quality.

Manufacturer narrative:
Corrected field is h6 component code. Updated fields are b4, g3, g6, h2.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, regarding leak in iab circuit alarm. User stated thatshe had already troubleshot before the call and states no blood in helium tubing, all connections secured, and therapy is resumed without issue. The esp personel discussed probable alarm causes and future troubleshooting. User also reported pump`ss occasional switch from ECG to pressure trigger, reviewed possible rhythm/conduction issues and advised changing ECG electrodes for better conduction. User appreciates the clinical advice. No harm or injury reported.